Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the a minimum fill notification occurred after the customer filled the cartridge with 300 units of insulin. The customer loaded a new cartridge to address the issue. Additionally, it was reported that a cartridge alarm 1 occurred during basal deliveries. It was also reported that the cartridge was leaking from the o-ring. The customer reverted to a backup insulin pump for insulin therapy. The customer's blood glucose level ranged from 140-190 mg/dl.